Event description:
Boston scientific received information that during a recent device change out procedure, as the physician was placing the right ventricular (rv) lead into the device, the impedance measurement rose to over 2000 ohms. Several attempts were tried to reduce the impedance measurements. Finally, the setscrews were backed out all the way, and then the lead reinserted and the impedance measurements were within normal ranges. The lead was re used in the new device.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.